Event description:
During a clinic follow-up, the right ventricular (rv) lead was suspected to be dislodged and was later confirmed with diagnostic imaging. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.